Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol on (B)(6) 2015. The information received states that iol implantation was performed by another healthcare professional at the healthcare facility and not the reporter of the event. Opacification of the superflex aspheric 920h iol was observed on an unknown date in the post-operative period. The superflex aspheric 920h iol was explanted by the reporting healthcare professional on (B)(6) 2018. The iol was retained and was received by rayner on (B)(6) 2018. The superflex aspheric 920h iol will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Analysis is expected to take 1-2 months to complete. The following are identified as possible causes of opacification/calcification in published literature; off label use of intracameral alteplase (actilyse) (r-tpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exarcebated inflammatory reaction after multiple surgial procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Rayner is continuing to follow-up with the reporting healthcare professional to obtain additional information to facilitate further investigation of this event. Our review of production records for the superflex aspheric 920h iol batch 065e71481 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol ((B)(6) 2015) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 065e71481.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that a superflex aspheric 920h iol had been explanted due to the development of post-operative opacification.

Manufacturer narrative:
The reference c18057 has been allocated to this case by rayner. The superflex aspheric 920h iol was implanted on (B)(6) 2015. Intracameral cefuroxime and dexamethasone were administered during surgery. During surgery, it was observed that the patient had a shallow anterior chamber and a vitreous bulge. The patient was prescribed maxitrol drops post-operatively. The patient has a complicated medical history (ocular and non ocular) and has undergone multiple procedures both prior to and following cataract surgery. Following cataract surgery, the patient developed severe uveitis and secondary open angle glaucoma. A tissue plasminogen activator was used to dissolve fibrin. The UK medicines and healthcare products regulatory agency issued a medical device alert regarding intracameral use of alteplase and opacification of intraocular lenses in 2010 (ref. Mda/2010/008). Alteplase is a drug indicated for use in acute stroke, myocardial infarction, and pulmonary embolism. It is not licensed for intracameral use. On an unknown date post-operatively, opacification of the superflex aspheric 920h iol was observed. The superflex aspheric 920h iol was explanted on (B)(6) 2018. The superflex aspheric 920h iol was sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Device analysis was completed on 21st august 2018. The device analysis concludes "sem and edx spectroscopy revealed a layer of crystalline deposits below one surface of the superflex aspheric 920h lens. The crystals were composed of hydroxyapatite. No information was received about lens manufacturing history. In summary, it is not possible to say how this iol opacification appeared". The following are identified as possible causes of opacification/calcification in published literature; off label use of intracameral alteplase (actilyse) (r-tpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact betwen the iol surface and exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Intracameral injection of tissue plasminogen activator (r-tpa) was administered for the treatment of fibrin. The patient has a complicated medical history, complicated, traumatised eyes, has experienced excessive post-operative inflammation and has undergone repeat surgeries. These are all considered likely contributory factors to the development of calcification (confimed by analysis) in this case. Our review of production records for the superflex aspheric 920h iol batch 065e714181 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol ((B)(6) 2015) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 065e71481.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that opacification of the iol was observed post-operatively necessitating explantation of the iol.